Manufacturer narrative:
Visual inspection was performed on the returned device. The reported suture separation was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other additional proglide referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted with two proglide devices with a 7f sheath after an interventional procedure for peripheral arterial occlusive disease (paod). Reportedly, there was no obvious blood flow coming from the marker lumen when the first proglide was being positioned in the vessel. The device was removed and an attempt was made with another proglide device; however, a suture break was noticed when the needle plunger was removed after deployment. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.